Event description:
During ischemic ventricular tachycardia (isvt) ablation procedure with qdot micro catheter, the patient experienced ventricular tachycardia, cardiac perforation treated with chest compressions, defibrillation, and pericardiocentesis. It was unknown the amount of fluid removed, since some recycled back to the patient. The patient was admitted to the operation room (or). The patient was stable. The information provided was that the patient made it out of surgery but at some point, while on the unit, the bleeding started and could not be controlled resulting in death. It was reported that during an ischemic vt case with a qdotcatheter, a cardiac perforation was noticed in the patient. The patient's blood pressure dropped. Cardiac perforation was discovered and confirmed via echo. The medical intervention provided was pericardiocentesis, and it is unknown how much fluid was removed, as some was recycled back to the patient. The patient was going into vt at this point, and then there was no pulse in the patient. Chest compressions were administered to the patient, and they defibrillated the patient as well. After stabilizing the patient, they were admitted to the operating room (or). The patient is currently in stable condition. There were no rises in impedance during the procedure. The qdot micro catheter is not available for return. The following biosense webster inc (bwi) devices were also in use: optrell catheter (not available for return), soundstar catheter (not available for return), webster quadrapolar catheter (not available for return), ngen generator and carto 3 system. The catalog or lot number information for the soundstar catheter or the webster quadrapolar catheter could not be confirmed. The qdot micro catheter, optrell catheter, soundstar catheter and the webster quadrapolar catheter are brand new bwi catheters. The physician¿s opinion on the cause of this adverse event was that the physician was not quite sure what caused the perforation. The information provided was that the patient made it out of surgery but at some point, while on the unit, the bleeding started and could not be controlled resulting in death. The force and impedance drop during ablation was all within normal limits and thinks the wall in the posterior lv must have been thin. The intervention provided was that the chest was tapped but they still couldn't control the bleeding, so the patient went to surgery. The patient did not require extended hospitalization. Other relevant history/preexisting condition were the patient had an ICD and a previous pvc ablation in 2024 with 0 complications. No transseptal puncture sites were performed during the procedure. The number of performed ablations was 15 with rf energy delivered. There was no evidence of steam pop. The event occurred after the ablation phase. The flow settings were 15 and 8. The patient required cardiac surgery. The location of the perforation was posterior left ventricle (lv). The force visualization features used were dashboard, vector, and visitag. The visitag module parameters for stability used were range 3mm, time 3sec, and 3mm tags. No additional filter was used with the visitag. The color options used prospectively other: the nominal settings for colors. The physician¿s opinion for the cause of death was no idea of what happened to cause the perforation. They successfully ablated the area of the posterior medial pap muscle due to the arrhythmia emanating from this spot. The physician was going to pull the catheter because he thought he was done, but then the blood pressure dropped. The physician did an echo with the soundstar and found the effusion. The force sensing ablation catheter used was qdot. The visitag module parameters for stability range 6mm and time 3 seconds. The color option used prospectively was time.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31715719l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).